Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11913. It was reported that the patient presented for a scheduled procedure. Prior to procedure, it was discovered that the right atrial and right ventricular lead both exhibited noise. Both leads were explanted and replaced. The patient was in stable condition.